Event description:
In (B)(6) 2021 my wife had been using the philips dream station CPAP breathing machine for 1.5 years until we learned from social media there was a recall on the cancer causing machines. We were informed via philips' website that they would be replaced and to stop using it immediately. My wife has been without a breathing machine and can get zero info from philips as to when it will be replaced. The dream station 2 machine is ok but can't get them to send one nor can we purchase one. This is absolutely disgusting. Help. FDA safety report ID# (B)(4).